Event description:
Co received info that a pt with an implantable cardioverter defibrillator (ICD) and two sutureless myocardial leads was experiencing oversensing. The physician performed an invasive procedure to evaluate the ICD and lead system. Invasive analysis identified fluid in the insulation of one of the leads. It is unknown which lead the fluid was in. The physician elected to cap and replace both leads. Both leads are model 4320. The serial numbers are 013143 and 13144. Implanted 7/21/92. Removed from svc 10/26/95. Implanted 39 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.